Event description:
A valiant stent graft was implanted in patient for emergent endovascular treatment of a thoracic aortic aneurysm. It was reported that a possible type iii fabric endoleak was discovered three days post index procedure. An imaging done showed contrast exiting the stent graft about five mm from the distal margin of the stent graft. The physician was not sure if it was a type ii or type iii fabric endoleak, therefore the physician decided to inject contrast within the stent graft. A blush type contrast was seen at five mm from the distal margin of the stent graft. There was no evidence of proximal or distal type I endoleak. The physician elected to implant another valiant stent graft into the existing stent graft. Final angiogram showed that the unknown endoleak was resolved. Per the physician, the cause of the endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: review of a still angio image two days after the index procedure revealed that the patient had a valiant stent graft implanted in the descending aorta. The proximal 1 cm of the stent graft, including the bare metal spring, was not visualized in the image provided. The stent graft body was essentially straight on the 2d image, l-r. Per the calibrated catheter, the stent graft od at the second stent ring measured approximately 35 mm, l-r. The distal stent graft od measured approximately 32 mm, l-r. Contrast injection with the injector placed proximal to the stent graft showed blush type contrast on the left side of the stent graft, originated approximately 5 cm from the distal edge of the stent graft. The fourth stent ring struts appeared to have displaced couple mm to the left side of the stent graft, near the origin of the contrast. The blush type contrast seen outside of the stent graft was likely from a type IV transgraft endoleak, but cannot rule out a type iii fabric endoleak. No additional films or images were provided, thus the exact type of endoleak could not be assessed from the single image provided. No other obvious stent graft issues were observed. Review of a still angio image after the secondary intervention showed that another valiant stent graft was implanted into the existing stent graft, and extended the distal seal zone by approximately 10 mm. Per the calibrated catheter, the proximal stent graft od measured approximately 34 mm. The distal stent graft od measured approximately 36 mm. Contrast injection with the injector placed proximal to the stent grafts showed no evidence of endoleak. No obvious stent graft issues were observed. The pre-implant films, pre-implant anatomy information, additional films during index procedure and secondary intervention, and post implant films were not provided. The contrast seen outside of the stent graft was near an area was likely from type IV transgraft endoleak, but cannot rule out type iii fabric endoleak. The exact cause of the possible type IV transgraft endoleak could not be assessed from the two still images provided; however, maybe due to heparin used during the procedure or patient condition.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.